Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right rupture. Device has been explanted.